Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: h6 - investigation results under imdrf cause investigation code, imdrf investigation findings, imdrf cause conclusions h10: investigation summary a batch record review was completed, and no discrepancies were found. Aquacel foam adh 21x21(1x5) cee was manufactured under system application product (sap) code 1703947 and lot number 2b02842 manufactured on 20 february 2022. Lot # 2b02842 was sterilized under work order (B)(4) and released on review of results of sterilization provided by sterilization company steris. All results were within specification and products were released. No nonconformity was registered during the manufacturing process of lot 2b02842. This is the only complaint for the affected lot registered within database. Three photographs were received for this issue and have been evaluated in accordance with work instruction (wi). The photographs confirm the expected lot number, product and complaint issue. The foreign matter was a hair that can be seen on the top right corner of the dressing within the primary pack. The hair was visible but not immediately noticeable in the first image. A previous non-conformance (nc) record was raised for foreign matter hair, and an investigation completed to identify the how the foreign matter had gotten into the primary sachet. It was confirmed current personal protective equipment (ppe) was suitable for use in the controlled environment, but it does allow movement which may allow loose hairs to transfer onto garments and in turn may transfer onto material and products while working in the controlled environment. Hair may also be transferred from supplier materials which cannot be ruled out as a possible cause. Good manufacturing practice (gmp) audits are regularly conducted to ensure all good manufacturing practice (gmp) activities are being followed, and that during these good manufacturing practice (gmp) audits, relevant personnel will be reminded of the gowning up requirements on a regular basis. No further actions are required as part of this non-conformance (nc). Awareness training has been completed for relevant shifts on this complaint issue and images received, although it is acknowledged that the hair would not have been easily identifiable when the dressings have been manually inspected during manufacture. This issue will be monitored through the post market product monitoring review process, standard operating procedure (sop). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 1000317571.

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 1000317571.

Event description:
It was reported that a hair was detected inside the sterile package of the dressing. The product was not used by patient. The photographs depicting the issue were received from the complainant.